Event description:
It was reported to philips that the device fails the defib shock test during the operations check. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was verified during lab tests. Fuse f8 had cold solder. The available information is consistent with a malfunction of the power pca. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.